Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and broke their hip (unrelated to the ins device/therapy) and was not getting any symptom relief. This occurred ¿maybe winter of this year¿. The patient reported that there was poor communication with the programmer. They saw a poor communication screen and noticed this issue when they tried to adjust programs. The patient stated that the programmer did not seem to be communicating with the ins. The family member tried changing the batteries. They did not use the antenna with the programmer. When the programmer was placed directly over the ins and synchronized, the poor communication issue did not resolve. There was no telemetry without the antenna attached to the programmer. The patient did not have the antenna with them to further troubleshoot. The patient mentioned that last time they used the programmer ¿might be months or maybe years¿. The programmer was then replaced, but it did not work with or without the antenna attached. The patient was directed to follow up with their healthcare professional (hcp) to get the implant checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient has an upcoming appointment with their hcp on (B)(6) there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient again reported they had notified their hcp about the poor communication, no telemetry and fall on hip where the implant was and have an upcoming appointment on (B)(6) 2018. The patient received a replacement programmer, but this did not improve the poor communication/no telemetry issue was not yet resolved and the cause was not determined as device had not been checked yet. There were no further complications reported.